Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the implantable cardioverter defibrillator (ICD) experienced oversensing and non-capture when connected to the existing leads. The ICD was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.